Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and videos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device for occlusion of the left lower extremity artery. During the second suction withdrawal, the catheter was retrieved from the sheath, while the catheter tip remained inside. Reportedly, it was then discovered that the catheter tip had fractured. Furthermore, a retrieval device was used to capture the tip externally. Following balloon dilatation and stent implantation, the procedure concluded. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: catheter was not returned for evaluation, and a physical investigation was not performed on the catheter due to no physical sample was received. The user report and the provided images videos contain information regarding catheter helix break. After review of the provided images, videos helix break can be confirmed. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f - the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device for occlusion of the left lower extremity artery. During the second suction withdrawal, the catheter was retrieved from the sheath, while the catheter tip remained inside. Reportedly, it was then discovered that the catheter tip had fractured. Furthermore, a retrieval device was used to capture the tip externally. Following balloon dilatation and stent implantation, the procedure concluded. The current status of the patient is unknown.